Event description:
Hill-rom received a report from the hill-rom technician stating the lift had a cracked foot tray. The lift was located on the second floor. There was no pt or user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found cracks in the foot tray when he inspected the device. It is unk if the facility performs preventative maintenance on their lifts. The technician replaced the foot tray to resolve the issue. Based on this info, no further action is required.